Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert, analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter)which went up to 55 within two days. Concomitant products: dtba1d1 ICD, implanted: (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead had noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.